Event description:
It was reported by a japanese distributor that "regarding both two pads when used with conmed s5000 (just after the operation started), alarming did not stop, disabling the monitor setting." Additional info received on 07/06/2009, indicating that the complaint was for two separate devices and not just one pad set. *note: please see MFR report# 1317214-2009-00063 for report on second device.

Manufacturer narrative:
The device has been returned to conmed for eval. When the quality engineer completes his investigation, a supplemental report will be filed. Due to the inability to gather additional info of the event, we are considering this event reportable based on the current info.